Manufacturer narrative:
The pod arrived fully deployed. No timeouts or drive stalls were observed. The exposed portion of the soft cannula was observed to be stretched and flattened. The timing and cause of the observed cannula damage could not be determined. It could not be determined if the observed damage is the root cause of the reported event. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown. Omnipod software app version: 3.0.1. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: g6.

Event description:
It was reported the patient's blood glucose level rose to 400 mg/dl while wearing the pod between 24 and 36 hours. Treatment information was not provided.